Event description:
It was reported that some needles will not draw insulin while using relion insulin syringe. No patient impact reported. The following information was provided by the initial reporter: some needles will not draw insulin.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. A complaint lot history check was performed on lot #: 1326335 for difficult/unable to operate (does not draw). This is the 1st. Related complaint for difficult/unable to operate (does not draw) on lot #: 1326335. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.